Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 69833 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 69833 was not observed as all samples met specifications.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had an issue of having red cell hang up and fibrin clots after they were centrifuged.